Manufacturer narrative:
The customer reported complaint for the thermogard displayed an unknown error message was confirmed during event log review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the console and the device performed as intended. Upon visual inspection no physical damage was observed. The thermogard console passed the initial functional test without any fault or error. Event log shows tcmid:06 (ce post failure) errors. The temperature sensor connector was checked and cleaned. No discrepancies were observed. Following the service, the thermogard console was tested functionally and passed successfully with no issue or faults observed.

Event description:
During ivtm therapy, the customer observed an unknown error message on the thermogard console. Another system was used to continue the therapy. No additional information was provided. No known patient consequences were reported.